Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the mesh implant may have caused or contributed to the alleged pain experienced by the patient. As reported the patient was treated prophylactically with antibiotics, a CT scan was unremarkable and no further medical treatment was performed. At this time no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of 500 units released for distribution in march, 2010. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This file represents the perfix plug (mesh #3) implanted in 2011. Two additional emdrs have been submitted to represent the 2006 implant (mesh #1) and the additional 2011 implant (mesh #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2006 - the patient underwent the repair of a left and right inguinal hernia using a davol perfix plug. On (B)(6) 2011- the patient was diagnosed with a hernia recurrence on the left side and underwent a revision surgery to repair the recurrent hernia. As reported two davol perfix plug mesh were used to repair the left side hernia recurrence. The contact reports he does not know if the previous mesh was removed at this time. It is reported that in 2018 the patient has been experiencing pain on the left side in the regional area of the hernia repair. The contact reports there is no pain on the right side. The patient was treated prophylactically with antibiotics and underwent a CT scan. There were no findings on the CT scan and no further medical treatment was performed. As reported the patient had a recent 30 day bout of pain that was very intense and eventually began to lessen in severity. The pain is still present and is most prevalent in the morning and with exercise